Manufacturer narrative:
On october 19, 2022, mentor added health effect clinical code deformity/disfigurement as the current reporting standards requires two health effect codes, which was not required during the initial submission. On october 30, 2022, mentor completed an evaluation on an photo of the device that was provided. Upon visual evaluation of the image provided in the complaint, the tissue expander was observed to have a tear on the union between shell and patch. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast reconstruction with a mentor tissue expander 400cc. A hole was found in the tissue expander which prevented it from expanding enough. As a result, the patient underwent unilateral removal and replacement with a similar mentor tissue expander 400cc on (B)(6) 2018; catalog # 3504303m, lot 7319924.